Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina, myocardial infarction, and occlusion, are listed in the promus everolimus eluting coronary stent system instructions for use as known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the index procedure took place on (B)(6) 2010, during which a promus stent was deployed in the proximal left anterior descending artery. On (B)(6) 2013 the patient was admitted with recurrent bouts of chest pain. On (B)(6) 2013 cardiac catheterization showed a totally occluded left internal mammary artery. Plain old balloon angioplasty (poba) was performed. A cardiac magnetic resonance imaging (MRI) showed a mycardial infarct. The patient was treated with medication. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.